Event description:
Extubated patient with 3.0 cuffed ett. Cuff was deflated and completely down. During extubation, there was resistance to pull the tube out of the patient's airway. Once ett was removed, rt noticed that the area by the cuff of the ett was rigid and raised. The diameter seemed wider too. The patient developed stridor quickly, required increase flow on her high flow nasal cannula with no improvement. Rt then gave the patient a breathing treatment with racemic epinephrine with no improvement. The patient ultimately had to be reintubated and had a lot of blood from her airway. Unfortunately packaging and item were discarded so no lot or reference number available.